Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the foot and plunger could not be replicated due to the condition of the returned device. The suture/link coming out of the device was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty deploying the foot and plunger; however, the suture/link coming out of the device and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, once the proglide device was removed from the patient's anatomy, it was simulated how hard it was to open and close the foot plate and that is when the lever was forced up and down multiple times. Once the foot plate was opened, an attempt to push the plunger assembly to make contact with the proximal end of the device was attempted with difficulty. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a diagnostic procedure. Reportedly, when lifting the lever the foot plate failed to open. When the proglide device was removed from the patient anatomy, it was noticed that the suture was coming out of the device. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.